Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported roller pump local display went blank and the controls stopped working. This pump was used as a sucker pump. The pump fan was still working as well. The case was completed and the pt was being taken off the table when this occurred. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed. The user facility's biomedical engineer stated that they are going to scrap out the suspect roller pump but would like to be involved with the investigation. He was trained by the device MFR in 2001 and performs preventative maintenance (pm) on the 8000 system.